Event description:
Upon activation, the ice pack broke open and the liquid splashed on the employee and into her eyes. Employee was evaluated and treated onsite. Manufacturer response for medi-pak instant cold compress, (brand not provided) (per site reporter). Product was not saved, but manufacturer has been notified.